Manufacturer narrative:
The reported device is being returned to conmed largo for evaluation. A supplemental report will be filed upon the completion of the device evaluation and complaint investigation.

Event description:
A customer reported the jaw of a smi-02ap broke during a shoulder arthroscopy. No patient injury or surgical delay was reported. The procedure was completed using another smi-02ap suture passer and needle. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The awareness date stated on the initial report filed on (B)(6) 2018 was incorrect. The awareness date for this incident is (B)(6) 2017 per email (B)(4) received. No information is being changed to reuse per facility. The representative was able to obtain information from the facility. The device breakage occurred during the middle of the case and the component was retrieved. This device has been reused approximately 50 times and the facility uses a standard sterilization technique. The procedure was completed using an alternative spectrum device. The reported used/damaged device was returned to conmed for evaluation. Visual inspection verified the complaint; the lower jaw was broken off. This detached piece was not returned. No additional damage was found on the device. It is possible this damage occurred during non-surgical handling to initial the critical weakness in the lower jaw. A two-year review of complaint history revealed 25 similar complaints for this device. In that same timeframe, (B)(4) have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable. The instructions for use advise of the following. Avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. Clean and sterilize before each use following the "cleaning and sterilization guidelines for the suture passer" on page 2. -f tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. This incident type will continue to be monitored through the complaint system to assure patient safety.